Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
It was reported that the ventilator had an intermittent screen block alarm. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged issue. The se reseated the touch frame cable and replaced the touch frame printed circuit board (pcb). The ventilator passed the entire required testing.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.